Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt had received efficacy from the vns therapy and that seizures were not the cause of death. Cause of death is not known at this time. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. Treating neurologist indicated that the death was not related to the vns therapy or system.